Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced hemolysis after use. The following information was provided by the initial reporter: material no. 367960, batch no. Unknown. Received call from customer who wanted tech information on one specific patient of theirs that product 367960 is always hemolyzed. Staff is correctly following order of draw, no issues with blood draw to her knowledge. She would like assistance with perhaps medication or physiological issues that may be leading to this. Patient is currently taking medication as followed; metoprolol and pantoprazole. Patient current dx are tachycardia. The patient was drawn in the ER, and the pst tube was hemolyzed. The serum tube was not. The patient was re-drawn by the phlebotomist and the correct order of draw was ensured, and the same situation occurred. The tube label was covered with the patient's label, so the lot # could not be determined.